Manufacturer narrative:
It has been determined that the medical device involved in this incident is not a bd product and this complaint should therefore be disregarded. H3 other text : see h.10

Event description:
It was reported that the unspecified bd pen experienced label lift off/partial peel off. It is not specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: to make sure that our question is clear and to add info as we did trials; we have now no doubt that the surface of the dosing mechanism is uneven/bumpy/rough and accordingly we face two issues: 1) as the pen surface is not flat ; the label is not applied evenly and accordingly the edges of the label are open. 2) even when we stick the label edges -by hand- and keep the pen in freezer for few days the label edges again peel off due to air trapped under the label. We brought 2 label suppliers which have been supplying us for many years and both share the same opinion. Please note that when we applied the same label on "color markers" that have the same dimensions of bd pen the labeling was perfect. We have zero doubt that this is a machine or label problem, it is a pen problem! We have seen same label material on other pens in the market without any labeling issues.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd pen experienced label lift off/partial peel off. It is not specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: to make sure that our question is clear and to add info as we did trials; we have now no doubt that the surface of the dosing mechanism is uneven/bumpy/rough and accordingly we face two issues: as the pen surface is not flat ; the label is not applied evenly and accordingly the edges of the label are open. Even when we stick the label edges -by hand- and keep the pen in freezer for few days the label edges again peel off due to air trapped under the label. We brought 2 label suppliers which have been supplying us for many years and both share the same opinion. Please note that when we applied the same label on "color markers" that have the same dimensions of bd pen the labeling was perfect. We have zero doubt that this is a machine or label problem, it is a pen problem! We have seen same label material on other pens in the market without any labeling issues.